Manufacturer narrative:
Insulin pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken reservoir tube lip, cracked select button keypad overlay, and severely scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that plastic ring keeps coming off and experienced high blood glucose level. The customer¿s blood glucose level was 200 mg/dl. The customer was assisted with troubleshooting. Customer stated pump there is a piece that broke around the top, the little plastic ring is broken, the plastic ring keeps coming off and has been running pretty high recently. Customer stated that reservoir is staying in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined troubleshoot for high blood level. The insulin pump will be returned for analysis.